Manufacturer narrative:
The investigation for this event is ongoing.

Event description:
As reported by implant patient registry, approximately 7 months following a transfemoral transcatheter aortic valve replacement, the 26mm sapien 3 ultra valve was explanted and replaced with a mechanical valve, due to unknown reasons. A concomitant coronary artery bypass graft was also performed.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Per the medical records received, seven months after the index tavr procedure, the device was explanted and replaced with a mechanical valve, due to subsequent paravalvular leak that was unresolved despite balloon valvuloplasty and hemolysis. At the time of this report, the information available does not suggest the sapien 3 malfunctioned, or that the use or misuse of the device caused or contributed to the intervention. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of the edward sapien 3 valve. Additionally, this event meets FDA summary reporting exemption 2016006 criteria and does not require an individual 3500a.